Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the pump, despite attempting to charge using multiple wall adapters and power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was in the 150-180 mg/dl range. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into a power source for 30 minutes. The customer continued to use the pump for insulin therapy.